Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: the lid of the serum tube is not tightly attached after it is filled with a blood sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: the lid of the serum tube is not tightly attached after it is filled with a blood sample.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper creepout was observed in one (1) of the photos. The photo shows one (1) tube which appears to have let blood escape from the cap, as there is a small amount of blood on the outside of the tube. The other two (2) photos show an unused tube and an image of the outside label of a shelf pack. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion the indicated failure mode for stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper creepout based on the one (1) provided photo and retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#1875009. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: the lid of the serum tube is not tightly attached after it is filled with a blood sample.